Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the adhesive separating between hasp and door on remote manager made it difficult to open or close. A field service engineer applied new adhesive to the hasp and aligned it properly with the remote manager. Verified that the strike and catch were properly aligned. Applied conductive grease to the remote manager latches, checked the harness, and tightened and crimped all connectors and connections. Confirmed that the remote manager was responsive. The customer was able to successfully recover and inventory the remote manager and regained access to medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user observed that the adhesive between the clasp and the door on the remote manager was separating. This issue makes it difficult to open and close the door without applying excessive force. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.